Event description:
A report was received that the patient was experiencing charging and communication difficulty between the remote control and the ipg after a non-device related surgery. The patient underwent an ipg replacement and was doing well following the procedure.

Event description:
A report was received that the patient was experiencing charging and communication difficulty between the remote control and the ipg after a non-device related surgery. The patient was doing well following the procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing charging and communication difficulty between the remote control and the ipg after a non-device related surgery. The patient underwent an ipg replacement and was doing well following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate per day, which is within the expected range. Device exhibits normal charging and discharging characteristics. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions. In particular, device was tested per cis department communication protocol loop test which measures telemetry functions at distances from a test remote control sending both large and normal packets of data. Device exhibits normal telemetry functions.